Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver functional test's, fail speaker tests. G5 global communication tool software test, fail sound tests. Perform manual functional tests "try it", fail. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, fail. Measure the speaker resistance. Speaker resistance is out of specification. The reported event of no audio output was confirmed. The root cause for no audio output is a defective speaker.